Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be off axis insertion of the anchor resulting in the anchor breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Suspected fracture line on threads pitch spotted arthroscopically during surgery. In midst of screwing healix transtend into pre awl/tapped hole, implant broke at that juncture. Remnant of implant embedded into hole left inside patient. Proceeded to use another healix transtend next to the problematic one with a 30 minute delay.